Manufacturer narrative:
(B)(4): device not available for analysis.

Event description:
Per the clinic, the device was explanted due to patient reports of headache.the device was explanted (B)(6), 2011. It is unknown if there are plans to implant the patient with another device as of the date of this report, (B)(6), 2012.